Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the top jaw of the ar-12990 knee scorpion broke completely off as the surgeon squeezed the jaws to fire the needle through the meniscus. The surgeon removed the broken piece quickly, and there was no harm or delay caused.